Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the broken stent could not be established. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superior mesenteric artery. A 6x60mm absolute pro self-expanding stent system (sess) was advanced without resistance, and the stent was deployed in a bend without issue. The stent was noted to be broken at one of the ends. No additional intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.